Manufacturer narrative:
The concentrator was returned to invacare for evaluation, and it was confirmed that brass shavings were present in the tubing to both sieve beds and the product tank. Shavings were also found in the sieve beds. It was determined that the brass shavings were coming from inside the pe valve due to the poppet grinding against the brass inlet/outlet. It was also identified that the washer within the pe valve was missing, and debris from the washer was present in the left sieve bed, indicating that the washer had broken down. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
A repair center reported that upon evaluating the irc5po2v concentrator, they discovered brass in the tubing leading from the pe valve, near the top of the sieve bed and near the product tank.